Event description:
It was reported that the 6800 system was beeping and locked up. Also the printer had poor print quality. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The connectors were re-seated and the printer was adjusted during the service call. The system was tested and found to be working as intended and put back into service.